Event description:
Pt is a 48 yr old white female who is status post (> 1 yr) right modified radical mastectomy and reconstruction with a expander implant. The pt noted the onset of fever and malaise about 3 days prior to admission. Two days prior to admission she noted swelling, pain, and warmth to the right breast. She was admitted on 12/18/95 and underwent removal of the right breast implant, drainage of abscess around the right breast implant and biopsy of the breast implant capsule.